Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a moderately calcified, left superficial femoral artery. During advancement of a 300cm hi-torque (ht) command guide wire, resistance was met due to anatomy and unable to cross. Upon removal, the black coating of the ht command guidewire was noted to be peeling from the core. An unspecified device of the same size was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the moderately calcified anatomy resulting in the reported failure to advance. Interaction with the moderately calcified anatomy and/or other devices resulted in the reported peeled / delaminated black coating. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 correction: device available for evaluation updated from yes to no.